Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the stent delivery system (sds) found blood visible in the guide wire lumen, consistent with the sds advanced over a guide wire. The sds was returned frozen on an unknown balanced middle weight (bmw) guide wire. The stent implant was stationary on the balloon but not between the markers. The proximal end of the stent was located over the distal marker. The entire length of the stent, except for the first two rows at the proximal end, was mangled. There were crimp marks on the tightly folded balloon where the stent had been between the markers suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The proximal end of the balloon was wrinkled. The distal end of the balloon was bunched at the mangled stent. The inner member stretched proximal to the proximal seal for a length of 5 mm. The distal shaft was bunched intermittently 2.9 cm distal to the guide wire exit notch for a length of 4.7 cm. The inner member was bunched 7.5 mm distal to the guide wire exit notch for a length of 3 mm. There was a kink in the distal portion of the hypotube 9mm proximal to the guide wire exit notch. There were two kinks in the guide wire tip 4 mm and 8 mm proximal to the tip ball. The outer diameter of the guide wire was measured and met manufacturing criteria. An attempt was made to remove the guide wire from the sds but the guide wire could not be removed. The guide wire tip was tugged to confirm the shaping ribbon and core were still intact. In this case, as the noted damages to the sds were not reported with the case information, it is possible the damages occurred post procedure during packing for return analysis as there was no damage noted to the stent or sds prior to use which suggests a product deficiency did not contribute to the reported difficulties. The bunched shaft is indicative of resistance with the guide wire therefore it is likely that in the attempts to remove the sds from the guide wire during packing, the shaft bunched and the stent was inadvertently handled, resulting in the noted damaged and mislocated stent. To help ensure this type of event is not the result of a product deficiency, all sds are 100% visually inspected online for damage, including at the point that the sds is placed in the coil dispenser. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a review of the complaint handling database was performed and there have been no other incidents reported for stent movement or shaft damage for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the distal circumflex artery. The mini vision stent was attempted to be delivered to the lesion; however, it did not cross. A promus element stent was used to complete the procedure. No adverse patient effects were reported. No additional information was provided. Returned device analysis found that the stent was mislocated on the balloon.